Event description:
Device issue: none. Adverse event: dissection. Onset of adverse event: during the procedure. It was reported that the lesion was at the mid right coronary artery (rca) with mild calcification. A bmw guide wire crossed the lesion, and the lesion was predilated with a 2.0 x 15 mm voyager balloon at 8 atmospheres. A 2.75 x 28 mm xience v stent was deployed; however, after deployment a dissection was noticed at the distal end of the stent. Another 2.75 x 18 mm xience v stent was used to cover the dissection. Though requested, no additional event or pt is available.

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.